Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device \ one essure device had successfully occluded, but the other was floating") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2009, hsg test (hysterosalpingogram) done which confirmed that one essure device had successfully occluded, but the other was floating. Company causality comment incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device \ one essure device had successfully occluded, but the other was floating/ migration of essure: not in left") in a 34-year-old female patient who had essure (batch no. 626903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "physician performed a nova sure endometrial ablation in 2008 for severe menorrhagia and dysmenorrhea and performed essure sterilization procedure at the same time" in 2008. The patient's past medical history included multigravida (4) and parity 3. Concurrent conditions included endometriosis (sugery on (B)(6) 2012.), menometrorrhagia, urinary incontinence, situational anxiety and incontinence urinary. Concomitant products included cyclobenzaprine hydrochloride (flexeril) and topiramate (topomax) since 2002. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual)") and fatigue ("fatigue"). In 2012, the patient experienced urinary tract infection ("urinary tract infection"), vulvovaginal mycotic infection (" vaginal yeast infections"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches") and weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain/ pain"), menstrual disorder ("menstrual bleeding"), uterine disorder ("adnexa of uterus"), dysmenorrhoea ("dysmenorrhea (cramping)"), uterine leiomyoma ("uterine fibroids"), abdominal pain ("abdominal pain"), back pain ("back pain/pain: back") and abdominal pain lower ("cramping/pain: lower stomach"). The patient was treated with surgery (total laparoscopic hysterectomy with left salpingo oophorectomy/right salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, vulvovaginal mycotic infection, bladder disorder, urinary tract disorder, migraine, headache, nausea, uterine disorder, dysmenorrhoea, dyspareunia, weight increased, fatigue, uterine leiomyoma, abdominal pain and back pain outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine disorder, uterine leiomyoma, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: failure to occlude (close) fallopian tubes on (B)(6) 2009, hsg test (hysterosalpingogram) done which confirmed that one essure device had successfully occluded, but the other was floating. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, device dislocation, back pain, headache, dysmenorrhea." Most recent follow-up information incorporated above includes: on 21-jun-2018: reporter information was updated. Her concurrent conditions were added. Per medical record: event: physician performed a nova sure endometrial ablation in 2008 for severe menorrhagia and dysmenorrhea and performed essure sterilization procedure at the same time was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device \ one essure device had successfully occluded, but the other was floating/ migration of essure: not in left") in a 34-year-old female patient who had essure (batch no. 626903) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "physician performed a nova sure endometrial ablation in 2008 for severe menorrhagia and dysmenorrhea and performed essure sterilization procedure at the same time" in 2008. The patient's past medical history included multigravida (4) and parity 3. Concurrent conditions included endometriosis (surgery on (B)(6) 2012.), menometrorrhagia, urinary incontinence, situational anxiety and stress urinary incontinence. Concomitant products included cyclobenzaprine hydrochloride (flexeril) and topiramate (topomax) since 2002. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual)") and fatigue ("fatigue"). In 2012, the patient experienced urinary tract infection ("urinary tract infection"), vulvovaginal mycotic infection (" vaginal yeast infections"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches") and weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain/ pain"), menstrual disorder ("menstrual bleeding"), uterine disorder ("adnexa of uterus"), dysmenorrhoea ("dysmenorrhea (cramping)"), uterine leiomyoma ("uterine fibroids"), abdominal pain ("abdominal pain"), back pain ("back pain/pain: back") and abdominal pain lower ("cramping/pain: lower stomach"). The patient was treated with surgery (total laparoscopic hysterectomy with left salpingo oophorectomy/right salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, vulvovaginal mycotic infection, bladder disorder, urinary tract disorder, migraine, headache, nausea, uterine disorder, dysmenorrhoea, dyspareunia, weight increased, fatigue, uterine leiomyoma, abdominal pain and back pain outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine disorder, uterine leiomyoma, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: failure to occlude (close) fallopian tubes. On (B)(6) 2009, hsg test (hysterosalpingogram) done which confirmed that one essure device had successfully occluded, but the other was floating. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, device dislocation, back pain, headache, dysmenorrhea." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device \ one essure device had successfully occluded, but the other was floating/ migration of essure: not in left") in a 34-year-old female patient who had essure (batch no. 626903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis (surgery on (B)(6) 2012.). Concomitant products included cyclobenzaprine hydrochloride (flexeril) and topiramate (topomax) since 2002. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual)") and fatigue ("fatigue"). In 2012, the patient experienced urinary tract infection ("urinary tract infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches") and weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain/ pain"), menstrual disorder ("menstrual bleeding"), fungal infection ("yeast infections"), uterine disorder ("adnexa of uterus"), dysmenorrhoea ("dysmenorrhea (cramping)"), uterine leiomyoma ("uterine fibroids"), abdominal pain ("abdominal pain"), back pain ("back pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, fungal infection, bladder disorder, urinary tract disorder, migraine, headache, nausea, uterine disorder, dysmenorrhoea, dyspareunia, weight increased, fatigue, uterine leiomyoma, abdominal pain and back pain outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine disorder, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: failure to occlude (close) fallopian tubes on (B)(6) 2009, hsg test (hysterosalpingogram) done which confirmed that one essure device had successfully occluded, but the other was floating. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), urinary tract infection, apareunia (inability to have sexual intercourse), yeast infections, bladder problems, migraines, urinary problems, nausea, headaches, adnexa of uterus, dysmenorrhea (cramping), dyspareunia (painful sexual), weight gain, fatigue, uterine fibroids, abdominal pain, back pain and cramping. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device \ one essure device had successfully occluded, but the other was floating/ migration of essure: not in left") in a 34-year-old female patient who had essure (batch no. 626903) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "physician performed a nova sure endometrial ablation in 2008 for severe menorrhagia and dysmenorrhea and performed essure sterilization procedure at the same time" in 2008. The patient's past medical history included multigravida (4) and parity 3. Concurrent conditions included endometriosis (sugery on (B)(6) 2012.), menometrorrhagia, urinary incontinence, situational anxiety and stress urinary incontinence. Concomitant products included cyclobenzaprine hydrochloride (flexeril) and topiramate (topomax) since 2002. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and migraine ("migraines"). In (B)(6) 2010, the patient experienced pelvic pain ("persistent pelvic pain/ pain"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual)"), fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2012, 3 years 7 months after insertion of essure, the patient experienced endometriosis ("other injury(ies) or complication(s) please describe: endometriosis"). In 2012, the patient experienced urinary tract infection ("urinary tract infection"), vulvovaginal mycotic infection (" vaginal yeast infections"), headache ("headaches") and weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), uterine disorder ("adnexa of uterus"), uterine leiomyoma ("uterine fibroids"), abdominal pain ("abdominal pain"), back pain ("back pain/pain: back") and abdominal pain lower ("cramping/pain: lower stomach"). The patient was treated with surgery (total laparoscopic hysterectomy with left salpingo oophorectomy/right salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, vulvovaginal mycotic infection, bladder disorder, urinary tract disorder, migraine, headache, nausea, uterine disorder, dyspareunia, weight increased, fatigue, uterine leiomyoma, abdominal pain, back pain, depression, anxiety and endometriosis outcome was unknown and the dysmenorrhoea and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine disorder, uterine leiomyoma, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - on 9-jan-2009: failure to occlude (close) fallopian tubes on 01-oct-2009, hsg test (hysterosalpingogram) done which confirmed that one essure device had successfully occluded, but the other was floating. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, device dislocation, back pain, headache, dysmenorrhea." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: pfs received event " psychological or psychiatric problems condition: depression and mental anguish, endometriosis" were added. Outcome of event " cramping" was recovered. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device \ one essure device had successfully occluded, but the other was floating/ migration of essure: not in left') in a 34-year-old female patient who had essure (batch no. 626903) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "physician performed a nova sure endometrial ablation in 2008 for severe menorrhagia and dysmenorrhea and performed essure sterilization procedure at the same time" in 2008. The patient's medical history included multigravida (4) and parity 3. Concurrent conditions included endometriosis (surgery on (B)(6) 2012.), menometrorrhagia, urinary incontinence, situational anxiety and stress urinary incontinence. Concomitant products included cyclobenzaprine hydrochloride (flexeril) and topiramate since 2002. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and migraine ("migraines"). In (B)(6) 2010, the patient experienced pelvic pain ("persistent pelvic pain/ pain"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual)"), fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2012, the patient experienced endometriosis ("other injury(ies) or complication(s) please describe: endometriosis"), 3 years 7 months after insertion of essure. In 2012, the patient experienced urinary tract infection ("urinary tract infection"), vulvovaginal mycotic infection (" vaginal yeast infections") and headache ("headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), uterine disorder ("adnexa of uterus"), abdominal pain ("abdominal pain"), back pain ("back pain/pain: back") and abdominal pain lower ("cramping/pain: lower stomach") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (total laparoscopic hysterectomy with left salpingo oophorectomy/right salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, menstrual disorder, urinary tract infection, female sexual dysfunction, vulvovaginal mycotic infection, bladder disorder, urinary tract disorder, migraine, headache, nausea, uterine disorder, dyspareunia, weight increased, fatigue, uterine leiomyoma, abdominal pain, back pain, depression, anxiety and endometriosis outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine disorder, uterine leiomyoma, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: patient received treatment for:pain, abnormal bleeding, migration , discrepancy noted :date(s) of removal: (B)(6) 2009 ,hysterectomy + bi-s, surgical removal of coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: failure to occlude (close) fallopian tubes. On (B)(6) 2009, hsg test (hysterosalpingogram) done which confirmed that one essure device had successfully occluded, but the other was floating. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, device dislocation, back pain, headache, dysmenorrhea." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event outcome were updated to recovered :pain , abnormal bleeding. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.